Event description:
Patient was holding the switch and burned his hand. It turned black and caused a blister. The product was sent back for investigation, the quality inspector observed a cord cut or burned strain relief on the product. The pad in question was manufactured on 7/18/2003. The product was approx. 13 years old when the incident occured. The product has a lifecycle of 4 years.